Event description:
Reported via patient call center. It was reported thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The daughter of the patient then contacted the watchman patient call center and reported the first transesophageal echocardiogram (tee), post implant, showed clots on the outside of the watchman implant and the second tee showed shadows. The patient restarted eliquis 2.5mg in (B)(6) 2025. The daughter also reported the patient had a stroke (B)(6) 2026. The doctor attempted a follow up tee but was unsuccessful due to the patient being intubated.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The daughter of the patient then contacted the watchman patient call center and reported the first transesophageal echocardiogram (tee), post implant, showed clots on the outside of the watchman implant and the second tee showed shadows. The patient restarted eliquis 2.5mg in (B)(6) 2025. The daughter also reported the patient had a stroke (B)(6) 2026. The doctor attempted a follow up tee but was unsuccessful due to the patient being intubated.